Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The device was received inoperable due to constant "reload set" alarms. The eval confirmed the lower reading on the ultrasonic sensor to be below spec caused by a failed upstream sensor. Low ultrasonic readings will allow the pump to be more sensitive to air and upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump was giving an "air-in-line" alarm. There was no pt involvement. The event did not occur on or before first clinical use.